Manufacturer narrative:
The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle contains foreign objects, forceps cannot be inserted smoothly into the channel tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the nozzle containing foreign objects, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. This issue occurred during reprocessing. There were no reports of patient involvement.